Manufacturer narrative:
The customer¿s complaint that the pump did not infuse pitocin as intended could not be confirmed. The pcu event logs were not provided therefore the drug selection and some programming parameters cannot be determined. A review of the pump module error log recorded no errors or malfunctions on the reported complaint date. The review of the pump module event log shows that on (B)(6) 2016 at 9:27 am the device was programmed for an infusion at a rate of 3ml/hour with a vtbi of 950ml. The rate was then titrated up ten times, with a final rate of 60 ml/hr at 6:42 pm. The device was paused at 8:25 pm. At 8:26 pm the logs record a ¿flow stop open¿ followed by an ¿infusor door closed¿. The infusion was restarted and alarmed a few seconds later for patient side occlusion. At 8:28 pm the module was channeled off. Testing of the module identified no malfunctions and found it to be infusing within specification. The root cause of the pump not infusing as intended could not be identified.

Manufacturer narrative:
Correction device manufacture date on initial report.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported an infusion of pitocin 20 units in 1000 ml of lactated ringers did not infuse as intended and there was no alarm. It was noted the patient had a c-section and no harm was reported.